Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with an ez steer navigational 4mm catheter and suffered a heart block av third degree with junctional escape rhythm requiring temporary pacing. In the middle of the procedure, a heart block with a junctional rhythm (40 bpm) occurred. Intervention was a temporary pacing wire. It was noted that the patient will likely receive a permanent pacemaker. Patient was reported to be in stable condition at the time of complaint report. Patient required extended hospitalization as a result of the adverse event. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as he was ablating close to the his bundle while pacing. Cardiovascular medical history includes 2 previous wpw ablation procedures that may have compromised the conduction system. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.